Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, upon removing the device from the patient, a hole was noted in the balloon. It was reported that the ablation was not 100 percent effective. The patient had increased monitoring after procedure. There were no adverse patient consequences reported. Additional information and clarification has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. On evaluation, there was balloon damage and a hole noted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.